Event description:
During the case, the novasure machine was turned on prior to patient being brought into the or. The novasure machine went through its diagnostic start-up and all systems appeared to be normal, as no alarms were noticed by the or staff. After physician inserted the novasure handpiece and performed the cavity assessment, the settings were adjusted to dr's specifications. The footpiece was then pressed "on" by the dr, at this point nothing happened with the novasure. The handpiece was reset and the procedure was tried again with the same result. The novasure machine was removed and replaced with another one, and the procedure went off without any incident. The previous novasure was tagged and removed and set aside for biomed. There was no damage to the patient, as she remained stable throughout the procedure.

Event description:
During the case, the novasure machine was turned on prior to patient being brought into the or. The novasure machine went through its diagnostic start-up and all systems appeared to be normal, as no alarms were noticed by the or staff. After physician inserted the novasure handpiece and performed the cavity assessment, the settings were adjusted to dr's specifications. The footpiece was then pressed "on" by the dr, at this point nothing happened with the novasure. The handpiece was reset and the procedure was tried again with the same result. The novasure machine was removed and replaced with another one, and the procedure went off without any incident. The previous novasure was tagged and removed and set aside for biomed. There was no damage to the patient, as she remained stable throughout the procedure.